Event description:
It has been reported to philips that the flexvision pc has no display. Philips has started an investigation of the complaint. This complaint will be conservatively reported.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that there was no display on the flexvision pc. No further information regarding the issue has been provided. No service has been performed by philips since this service quotation has been cancelled by the customer. The actions for the reported issue had been taken care in another service quotation in trackwise (B)(4). To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.